Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box, lot #73m1500145 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The user was not able to ligate with clips during surgery. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). One (1) cartridge of catalog number 544240 (hemolok l clips 6/cart 84/box) was received opened package; lot #73m1500145 was confirmed with the sample. During visual inspection was observed: a cartridge with only two clips remaining in the slots. Issue reported "unable to ligate" could not be confirmed during visual inspection. Functional inspection was performed , as follows: the two hem-o-lok clips were loaded into the clip applier p/n 544180, batch #06l0915814, the clips were closed out (closure test) into the appropriate media tubing p/n 06424-66 according to tecate manufacturing procedures (B)(4) and the clips were closed properly. Issue reported by customer "unable to ligate" was not confirmed during functional inspection. Sample received did not confirm the issue reported by customer "unable to ligate", a functional inspection was conducted with the two clips remaining in the cartridge, the clips closed properly as intended. Therefore, corrective actions are not required at this time.

Event description:
The user was not able to ligate with clips during surgery. The patient's condition was reported as fine.